Event description:
A phone call was made to the customer in order to follow up on a call she had made previously regarding high blood glucose levels. The customer stated that she went to the emergency room for treatment. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.